Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This device was used for treatment and not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint reports a patient was treated for right parasymphysis fracture and a left subcondylar fracture. The fracture on the right side was treated with 2.0 tension band on the superior border and a 2.0 locking plate on the inferior border. Post surgery a CT scan revealed that the fracture was not properly reduced. A revision was performed on (B)(6) 2014, and original hardware was removed. This report is for an 2.0 mm locking plate. This is report 1 of 11 reports for (B)(4).